Event description:
Procedure: urological/gynecological. According to the reporter. The pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from the importer report: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional info from the importer report: date of this report: (B)(4) 2012. Brand name: urtex to2 urethral support system. Common device name: ftl. Catalog # 485054. (B)(6).